Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
It was reported that the unit turned off during non-invasive ventilation. It is unknown if the device was in use at the time of the event, however, there was no patient harm reported.

Manufacturer narrative:
G4: 03jun2020. B4: 08jun2020. The manufacturer's field service engineer (fse) determined that the power management board required replacement. The fse replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.